Event description:
The device was implanted in 11/95 for arterial infusion of fudr and 5fu infusion through the device MFR nurse and stated that this pt's problems first began in 7/96 when device was accessed for a chemotherapy refill. The refill itself was uneventful; however, while driving in her car a short time later, the pt noted that blood was oozing out of the access site. Subsequently, the pt experienced a hematoma formation in the device pocket as well as the surrounding tissue. The facility nurse reported that the hematoma was large and painful and the physician aspirated 90cc of blood out of the device pocket. The hematoma resolved and there were no further difficulties until 12/96. The facility nurse reported that some time in december, but before the 11th, one of the facility nurses was attempting to access the device port and reported that she "felt a pop". In addition, the facility nurse reported that the device was never successfully accessed. Sometime after this event, the physician once again aspirated 60cc of blood from the device pocket. On 12/11/96, the physician decided to send the pt to another facility to have a "flow study" performed. The facility nurse reported that the device performed. The facility nurse reported that the device sideport was not accessed under fluoroscopy for this study and that the device port intactness was never confirmed. Approx two weeks ago, the physician aspirated 45cc of "old looking blood" from the device pocket and last week an add'l 45cc was aspirated. The facility nurse reported that presently, the device pocket looks healthy and there is no bruising present. The facility nurse also reported that there is a small collection of fluid which is palpable on the top surface of the device. The device port and center septa are easily palpable. The facility nurse stated that the device port will be accessed on 1/30/97 for a device sideport bolus of chemotherapy (5fu). The MFR nurse recommended the device sideport be accessed under fluoroscopy first, to confirm its intactness before using it fir a chemotherapy bolus.